Event description:
It was reported that during a patient event, the customer's device lost power three (3) times. The customer stated that this occurred during monitoring of the patient. There was no report of any adverse effects caused to the patient as a result of the reported failure. There was no additional details regarding the patient event provided.

Manufacturer narrative:
Physio-control evaluated the device and has been unable to verify the reported failure. Proper device operation was observed through functional and performance testing. The cause of the reported failure could not be determined.

Manufacturer narrative:
(B)(4). An initial evaluation of the downloaded patient event record and the keylog file from the device confirmed the device suffered multiple power losses. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.